Event description:
The lay user/patient called lifescan (lfs) on june 11, 2008 and alleged that a one touch ultra 2 meter was cracked after it was dropped. The medical affairs specialist spoke with the patient on june 24, 2008 and verified the following information. The patient stated that she had dropped the meter about couple of days before she called lfs and she was unable to test her blood sugar during those two days. She claims she usually tests her blood sugar in the morning and at around 6:00 pm and takes metformin one tablet every morning to manage her diabetes. On the day prior to original date, in the evening, she was at the hospital with her husband for his health problem. At around 8:00 pm, she started feeling shaky. She asked a nurse to test her blood sugar and received a reading around 71 mg/dl. The nurse gave her a glucose pill and she felt better. The patient mentioned that she generally eats or drinks something in order to avoid developing hypoglycemia, if she receives a low blood sugar when she tests her blood sugar at 6:00 pm. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged of not being able to test her blood sugar due to the reported issue and later, developed shakiness and received a reading of 71 mg/dl, which suggests hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.